Event description:
It was reported to covidien on 6/8/2009 that a customer had an issue with a peritoneal dialysis catheter. The customer states "the catheter was inserted by (B) (6) in (B) (6) 2004. The patient had symptoms of peritonitis and the catheter was removed in (B) (6) 2009. On inspection, there appears to be some foreign debris (yellow substance) in the catheter lumen". Catheter was then replaced with a new one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.